Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a follow-up appointment, this right ventricular (rv) lead exhibited a decrease in amplitudes and loss of capture at maximum outputs. Diaphragmatic stimulation was also observed when the rv lead was programmed to maximum outputs. A chest x-ray was ordered and confirmed that the lead had perforated the rv. The physician is planning to revise the rv lead. The patient is not pacemaker dependent and has not experienced any symptoms that would suggest the loss of rv therapy has resulted in a significant pause in pacing for this patient. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this patient presented with chest pain. A chest x-ray was performed and confirmed a pneumothorax due to the rv lead perforation. A chest drain was placed to re-inflate the lung. A subsequent chest x-ray was performed which revealed the rv lead was back within the cardiac shadow. The amplitude and impedance measurements were better, but the threshold measurements remained high. During the revision procedure, the rv lead helix was able to retract, but when a new location was found, the helix would not extend. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.